Manufacturer narrative:
Block e1: initial reporter address 1: (B)(6) block h6: medical device code a0402 captures the reportable event of balloon burst. Block h10: investigation result the returned occluder balloon catheter was analyzed, and a visual evaluation noted that the returned balloon and catheter were in good condition. Functional evaluation was performed, and the balloon was able to be inflated without problems. Additionally, the balloon could hold pressure without any evidence of a possible damaged. The balloon was inspected under high magnification, and no problem was found. No problems with the device were noted. The reported event of balloon bursting was not confirmed. No problems were found that could have reduced the performance of the device during the procedure. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected.

Event description:
It was reported to boston scientific corporation that an occluder balloon catheter was used in the kidney during a percutaneous nephrolithonomy (pcnl) procedure performed on (B)(6) 2022. During the procedure, the balloon was able to be inflated when it was placed in the pelvic ureteric junction; however, the balloon looked deflated after a while, and does not look inflated under the x-ray view. The device was then removed from the patient, and it was confirmed that the balloon burst. The procedure was completed with another occluder balloon catheter. There were no patient complications reported due to this event.

Event description:
It was reported to boston scientific corporation that an occluder balloon catheter was used in the kidney during a percutaneous nephrolithotomy (pcnl) procedure performed on (B)(6) 2022. During the procedure, the balloon was able to be inflated when it was placed in the pelvic ureteric junction; however, the balloon looked deflated after a while, and does not look inflated under the x-ray view. The device was then removed from the patient, and it was confirmed that the balloon burst. The procedure was completed with another occluder balloon catheter. There were no patient complications reported due to this event.

Manufacturer narrative:
Initial reporter address (B)(6). (B)(4).